Event description:
Medtronic 8551 refill kit for synchromed pumps used by anesthesiologist. Extension tube leaked at green plastic end where needle is inserted. This was the 3rd kit this has heppened on. One was used a week before and parts not saved so rptr doesn't know lot number. The two kits used today were from lot number 60106482. Rptr called the co and they said they have received reports of problems with this set in the last 2 days. They recommended rptr sent the part back for credit and replacement but rptr has 3 more kits on the shelf with the same lot number. The co didn't seem sure whether the problem was related to any lot since it was just first reported yesterday. Rptr is returning the parts to the co and the unused kits with the same lot number for replacement with another lot number.